Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 193 mg/dl that trended down to 132 mg/dl without issues while using the ilet system; the device problem and component were not identified due to insufficient information. Symptoms included anxiety. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.